Event description:
It was reported that a clearlink system solution set with duo vent spike¿s tubing split about 8 inches below the spike and chamber. The reporter described the split as a crack across the tubing and stated that it appeared to be caused by a component within the tubing, as there was no damage to the tubing that would have caused the crack. This occurred during patient infusion of vecuronium using an unknown electromechanical pump, while the patient was being transported. The event resulted in patient disconnection from the IV drip and a pause in delivery of the medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.